Event description:
It was reported that catheter detachment occurred. The target lesion was located in the mid left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the device was kinked and the catheter shaft separated within the hoop. There were no patient complications.

Event description:
It was reported that catheter detachment occurred. The target lesion was located in the mid left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During insertion, the device was kinked and the catheter shaft separated within the hoop. There were no patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed a kink in the sheath assembly and the imaging window detached near the lapjoint section. Microscopic inspection revealed pitting and degradation of the transducer housing consistent with saline damage which occurs post-use of the device and is not related to the original device failure.